Manufacturer narrative:
Product analysis #(B)(4):equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex tip coil was observed to be in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The braid¿s distal and proximal ends were not opened and frayed, while the middle part was fully opened. The pushwire is in good condition. No other anomalies were noted. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ complaint was not confirmed, as the returned pipeline flex braid¿s middle part was fully opened. However, the customer¿s ¿failure/incomplete to open at distal¿ complaint was confirmed, as the braid¿s distal end was not opened and frayed. The root cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was normal, and the device was not placed in the vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. A damaged braid may have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery posterior communicating segment aneurysm. The landing zone was 3.7mm distally and 4.0mm proximally. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed normal blood flow. It was reported that a dense mesh stent was implanted. After angiography, a 2d calibration of the 1cm steel ball diameter was performed and the blood vessel was measured. The diameter of the distal anchor point was 3.7mm, the diameter of the proximal landing point was 4mm, and the length was 18mm. For safety reasons, a ped-400-20 dense mesh stent was selected for implantation. The access used a 6f delivery catheter + 5f115navien. The phenom 27 stent catheter was passed through the guidewire to the m1 segment, the guidewire was withdrawn, the stent package was opened, and high-pressure infusion was performed to hydrate it until 10 drops of water came out. After the delivery sheath was pressed against the phenom 27 hub port, the stent was delivered to the m1 segment. After the stent catheter came out, the tip end was opened. The stent tip end was opened about 5mm and could not be opened. It was deployed further to 8mm, but still could not be opened. After repeated operations failed, it was decided to lock the y valve and pull back to anchor. When the stent was deployed to the neck of the c6 segment aneurysm of the internal carotid artery, the stent adhesion was observed under fluoroscopy. It was found that the middle section of the stent could not open well and the tip end could not open. The y valve was locked and the push-pull operation was repeated, but the stent adhesion did not improve. Considering that the stent itself may have product quality problems, it was considered to replace the stent and microcatheter, and selected ped-450-20 and phenom 27 microcatheter for implantation. After full hydration, the ped-450-20 stent was deployed again. After the tip end was opened at the m1 segment, it was pulled back and anchored at the distal end of c7. After anchoring, the stent was deployed. During the deployment process, the stent was well opened and adhered to the wall under fluoroscopic observation. Before deploying to the retrieval imaging point, the final angiography was performed to confirm that the anchoring position of the stent tip end, opening and wall adhesion were good. The stent was finally deployed and angiography was performed to confirm that the overall opening and wall adhesion of the stent were good. After the microcatheter passed through the stent, it came out and the delivery system was retrieved. The tip of the micro guidewire was molded into a g-shape bend, and the guidewire was massaged through the microcatheter phenom 27. After anteroposterior and lateral angiography, it was observed that the distal and proximal anchoring distances of the stent were good and the wall adhesion was good, so the operation was ended and completed successfully. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.